Event description:
It was reported that a 65-year-old caucasian female who underwent breast augmentation revision with mentor smooth round high profile 420cc saline prostheses experienced suspected bilateral deflation and several unexplained systemic symptoms post procedure. Rippling, protrusion, bubbling, lumpiness, pain, brain fog, back pain, lack of energy, and confusion were noted. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. 1645337-2022-07142 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. (B)(4). (FDA correction/ removal reporting no): 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: pc(B)(4).

Manufacturer narrative:
Additional information was received on may 22, 2023. Explant and replacement with smaller implants is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness/deflation. Manufacturer¿s reference number: (B)(4).